Event description:
Revision surgery at about 2 weeks for infection the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 july 2023: lot 2247372: (B)(4) manufactured and released on 10-feb-2023. Expiration date: 2028-01-26. No anomalies found related to the problem. To date, 9 items of the same lot have been sold without any similar reported event in the period of review.